Event description:
On (B)(6) 2011, pt reported there is wetness in the insulin cartridge chamber area of the infusion device coming from the luer lock area around the infusion adapter. Pt stated she believes there is insulin in the cartridge chamber. Pt reported, there have been no occlusions or blockages. Pt stated the infusion device did not display an error or alert message. Pt reported, she has experienced higher than normal blood glucose levels since yesterday. Pt's normal blood glucose range is 90-130 mg/dl. Pt stated, her blood glucose levels have been in the 400's mg/dl. Pt reported, she treated herself with insulin injections and is currently on an insulin injection method. Advised pt to use a regular alkaline battery in the infusion device. Pt reported, no issues with the infusion sets that she can see when changing them. Pt stated, she felt wetness in the luer lock area when unscrewing the infusion adapter to change the insulin cartridge. Pt reported, she thought all connections were secure. Advised to clean infusion device with a cotton swab and leave the cartridge out to air dry. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.